Event description:
It was reported by the rep that (1) atw35 was used during an laparoscopically assisted vaginal hysterectomy procedure. It was reported that the stapler misfired and apparently jammed while transecting the intra-peritoneal ligament.